Event description:
A physician questioned a repeat reactive result on abbott hivab hiv-1/hiv-2 (rdna) eia on a patient that had no risk factors. The sample was sent to another laboratory for confirmation and was negative on western blot and for hiv-2. A second sample was obtained from this patient and sent to another laboratory where a negative result was obtained on genetic systems hiv 1/2 eia. The sample was tested on hivab hiv 1/2 (rdna) eia and generated an initial reactive result. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.